Event description:
It was reported that a (B)(6) african american female patient underwent primary breast augmentation with two 275cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient suffered spontaneous right breast implant leak. The breast is lopsided. As a result, the patient has been scheduled for breast implant removal surgery in (B)(6) 2022.

Manufacturer narrative:
Future date of explantation:(B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
According to the revision carried out on jan/10/2023 for lot number 9535387. Non-conformance's were found with number nr-0166746 related to device malfunction. On january 12, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 275cc breast implant. Leak testing was performed, in accordance with mentor procedures, and revealed a tear on the anterior view, measuring 0.1 cm. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On january 3, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2023, the product investigation summary was updated with the following statements: mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination.

Manufacturer narrative:
On march 27, 2023, mentor received additional information indicating that during the revision surgery on (B)(6), 2022, the patient was also diagnosed with right breast capsular contracture (baker grade unknown). The patient's implants were both replaced with the following devices: (right) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9737488 sn: 9737488-066 and (left) 350cc mentor memorygel breast implant catalog: 3503504bc lot: 9749217 sn: (B)(6).